Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site, the pod's cannula was found bent.

Manufacturer narrative:
The returned device was evaluated and inspection of the soft cannula found no bends or kinks. No timeouts or drive stalls were seen in the download data. The device correctly generated an 0x18 alarm upon empty reservoir. This alarm is a safety feature which does not indicate a device failure.